Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that their receiver displayed a white screen only. There was no report of injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed finding a screen error alarm on the date of issue, in addition to hardware errors. The complaint was confirmed. The root cause was determined to be hardware failure.